Event description:
It was reported that during the use of a microvascular anastomotic coupler, the ring came off and the device could not be used. This event occurred during incoming inspection of the preoperative stage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date and UDI #, d9, h3, h4, h6 (update codes), h11. Correction: d4 model and catalogue #, and di of UDI #, g4: PMA/510k #. H11: the device was received for evaluation with the jaw assembly and holder in a plastic bag. The rings were dislodged from the jaw assembly and were not present with the returned product. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the jaw assembly closed as intended and sprung open upon ejection from the anastomotic instrument (ai). The reported condition was verified as the rings were dislodged. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.